Event description:
The pt received an lcs 2nd generation in 5/2000. The pt has problems on the left side when the pt was injected for tightness and swelling. The pt is continuing to complaint about discomfort. This pt is a bilateral pt.